Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Additionally it was reported that the wake button required multiple presses for the screen to activate. Customer¿s blood glucose was 152 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.